Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, five conforming clips were fed and formed and one clip was ejected due to an anti-backup failure; then, it locked out as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be damaged; however, no conclusion could be reached as to what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a semi-open esophagectomy, the clip ejected when the trigger was grasped. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.